Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the keypad was observed to be worn, with no tearing or peeling. The contrast button was found to be non-responsive, and the up, ok, and down key were found to be intermittent during testing. The keypad was removed and contamination was found underneath the contacts of the up, down, ok, and contrast buttons.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok button has become hyper-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.